Event description:
It was reported that the 9900 system lost images during a procedure. The customer started using the annotation feature on image number 18, all 17 previous images could not be accessed in the system. The procedure was concluded without further incident. There was no patient injury reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The failure could not be duplicated, nor did the customer report any other failure prior to this service call. The system was tested and found to be working as intended and put back into service.